Manufacturer narrative:
(B)(4). Event eval: still under investigation at this time.

Event description:
A (B)(6) male pt received a zenith main body graft and two zenith iliac legs on (B)(6) 2007. The procedure was completed without reported incident; however, during the original implant, the physician discovered the pt's anatomy contained an angulated neck. The outcome of the original repair was a type I endoleak proximal. Another MFR's stent was placed to correct the type I endoleak due to the fact the graft was at the renal but not opposing the walls of the vessel well. (1820334-2011-00236). Over time, the pt developed a type iii endoleak with complete separation of both iliac limbs. On (B)(6) 2011, the pt underwent a secondary procedure to resolve the endoleak. The physician resolved the leak with placement of zenith iliac leg grafts, on both sides, to reconnect the limbs to the zenith main body graft. The physician resolved the leak with placement of zenith iliac leg grafts, on both sides, to reconnect the limbs to the zenith main body graft.